Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel their heart racing and high heart rate. It was noted that they experienced pacemaker mediated tachycardia. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.